Manufacturer narrative:
Additional information: device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. There was clear surgical residue on product. Visual inspection found no visible damage to lens and residue on lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -09.00 diopter, implantable collamer lens into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.